Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for device change out due to normal eri, when externalized conductors were observed. The lead was explanted. The patient was in stable condition after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
New information received states that prior to lead explant an increase in capture threshold and low impedance were also noted.

Manufacturer narrative:
Correction to initial MDR: the event date of (B)(6) 2003 needs to be changed to (B)(6) 2016.

Event description:
Correction to initial MDR: the event date of (B)(6) 2003 needs to be changed to (B)(6) 2016.